Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the dirty circuit board unit in scope connector was not able to be identified. The foreign material was likely caused by known inherent risk; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air water tube and jet tube, and a dirty circuit board unit in the scope connector. There was no patient involvement.